Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test, a low battery alert, and a black circle on the display. The customer reported that she had already spoken to someone and performed troubleshooting, but wanted to verify whether or not she could still receive insulin through the device. Customer was advised to replace the battery, but it was later determined that the insulin pump did not have enough voltage to deliver insulin. The customer was advised to call back to complete troubleshooting once she received the battery cap that had already been shipped to her. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned for analysis.